Event description:
Consumers mother alleges that her sons back frame snapped which caused her son to fall backwards and cause a jolt where he endured contusions to the spine and a right upper arm abrasion.